Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Missing segments on the display observed due to a cracked zebra connector. Broken reservoir tube lip and scratched display window noted during visual inspection.

Event description:
The customer reported that the insulin pump alarmed while priming, and there is a partial display on the screen. The blood glucose reading was 112mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The caller stated that she usually uses energizer triple batteries and currently she is using lithium. Advised the customer the danger of using lithium batteries. Instructed the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.